Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. The device was powered up and alarmed error code 1836. It's recommended to replace the circuit board due to an error with the processor on the board.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump exhibited error 1836 alarm. No patient involvement was reported.